Event description:
The event is reported as: alleged issue: "the user found that the applier cannot hold the clip tightly and the clip dropped before deployment". No pt injury reported. Requested add'l info.

Manufacturer narrative:
No sample is available for MFR to evaluate.